Manufacturer narrative:
Concomitant medical products: etlw1628c124e stent graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered, and the right ventricular (rv) lead exhibited a single pacing impedance jump to a high/undefined level. The lead remains in use. No patient complications have been reported as a result of this event.